Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a male patient, in his 40s-50s, underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter. Upon insertion of the thermocool® smart touch® sf bi-directional navigation catheter into the patient¿s body, baseline impedance was 160-180 ohms and greater than 200 ohms in some locations (unspecified). The cable was exchanged and the issue persisted. A thrombus was observed on the catheter. Thermocool® smart touch® sf bi-directional navigation catheter was exchanged and the impedance values remained the same. It was determined that there was no problem, as during ablation the electrical potentials and impedance reduction were confirmed. There is no evidence that impedance exceeded the user-selected cut-off. Procedure was completed without patient consequences. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The thrombus issue was assessed as a reportable malfunction.

Manufacturer narrative:
The device history record was provided on august 27, 2018. It is included in the investigation summary below. The awareness date is august 27, 2018. Investigation summary: it was reported that a male patient, in his 40s-50s, underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter. Upon insertion of the thermocool® smart touch® sf bi-directional navigation catheter into the patient¿s body, baseline impedance was 160-180 ohms and greater than 200 ohms in some locations (unspecified). The cable was exchanged and the issue persisted. A thrombus was observed on the catheter. Thermocool® smart touch® sf bi-directional navigation catheter was exchanged and the impedance values remained the same. It was determined that there was no problem, as during ablation the electrical potentials and impedance reduction were confirmed. There is no evidence that impedance exceeded the user-selected cut-off. Procedure was completed without patient consequences. The device was visually inspected and it was found in good conditions. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer reference # (B)(4).

Manufacturer narrative:
Additional information was received on september 13, 2018 providing additional information on the event and a concomitant product. It was noted that the system did not ablate above the impedance cut-off value. Generator was set on power control mode. Originally, it was reported that a thrombus was observed on the catheter. The thrombus issue was assessed as a reportable malfunction. However, additional clarification was received which stated that the thermocool smart touch sf bi-directional navigation catheter was inspected for possible thrombus, but no thrombus was observed. Since there was no thrombus observed, this event is no longer considered MDR reportable. However, since it has already been reported to FDA, any additional updates received will continue to be reported. Concomitant product: smartablate generator; us catalog #: unknown, serial #: unknown. Manufacturer¿s reference number: (B)(4).